Manufacturer narrative:
A ge rep evaluated the system and replaced the external interface board, adjusted the focus, and replaced the collimator.

Event description:
The customer reported the 9800 system collimator centering is off, and images are out of focus, and there was a pacs problem.